Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was not keeping a charge for about two weeks. The ins was fully charged and then automatically died during the night. The patient was hardly feeling stimulation or not feeling stimulation for about three weeks. The patient was also having problems with coupling. She would usually get two coupling bars when she would charge. After troubleshooting the patient was able to get four bars then all eight coupling bars. The ins level was at 25% charge and the implantable neurostimulator recharger was at about 95% charged. The patient reported there had been no falls or trauma. The patient spoke with the manufacturer¿s representative (rep) and reported no stimulation even after she turned it up two clicks. The patient did not have her programmer handy to make changes, but if she continued to experience no stimulation she would call the rep back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.